Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03438. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient experienced erosion and underwent mesh revision/removal on (B)(6) 2010 and on (B)(6) 2012. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03438. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision concurrently with placement of 2 copatite injectable implants (boston scientific) on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and frequency.

Manufacturer narrative:
It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2010 and mesh implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.